Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the device was found to be in back-up mode. Programming changes were made. The patient was in stable condition.